Event description:
It was reported that the insulin pump alarmed, indicating an issue with an electrical component on the circuit board. The alarm indicated that the radio frequency programmable integrated circuit failed the self test. The customer's mother stated that the alarm occurred at 10am every morning. The caller did not know the blood glucose reading. The caller noted that the alarm had not occurred during the rewind sequence. She was advised to clear the alarm, then disconnect and remove the reservoir from the insulin pump. She performed the rewind process again and programmed a normal or easy bolus into the air. She confirmed that the bolus amount was recorded in the bolus history. She stated that a temporary basal had not been programmed prior to the alarm occurring. The caller was advised to replace the insulin pump.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.